Event description:
It was reported that the tip of the driver broke while breaking off set screws in the patient.

Manufacturer narrative:
(B) (4). A review of the device history records for this device did not reveal any non-conformances to specification which might contribute to the reported event. Analysis of the returned product found damage consistent with overload during tightening.